Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in the whole blood unit post-filtration. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
Investigation: a red blood cell (rbc) storage bag was received for evaluation. However, an evaluation could not be performed since the filter was not returned for evaluation and the reported event is related to a filtration issue. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause could not be determined. No anomalies were noted in the production records. Leukocyte leakage is commonly caused by the following: characteristics of the blood - leukocyte leakage may occur due to blood characteristics of donors. Pressure loaded on the filter membranes - when a physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage. Prior occurrences reveal that leukocyte leakage could occur in the following cases: blood was filtered within 30 minutes after blood collection. Air was not expressed from the product bag correctly by not placing a clamp on the bag prior to expressing. The instructions for use of the product include the following warning: "do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood."